Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported the string came off of the poise impressa and she was unable to remove the device. She went to the ER and they did not find anything inside her. She developed a strong vaginal odor and sought medical attention several times and vaginal exams and tests were performed ruling out infection. Two years later her urinary specialist found an internal vaginal growth upon an exam and it was removed and confirmed to be a poise impressa that had grown into the vaginal wall. The vaginal odor resolved after the pessary was removed and she was doing well.